Event description:
User reported he had one pt sample with multiple erroneous results. Sample type is plasma run from a sample cup. Initial bicarbonate gave 31; repeated three times giving 25 twice and 24 mmol/l. Initial calcium gave 7.5; repeated twice giving 6.6 and 6.7 mg/dl. Initial total protein gave 7.1; repeated twice giving 5.8 and 5.9 g/dl. Initial albumin gave 4.1; repeated twice giving 3.5 and 3.6 g/dl. User said "repeats were performed due to the results having delta check flag from their lis, meaning they differ from previously recorded results significantly". Erroneous results were not reported out. Pt not adversely affected. The field service rep was unable to determine a cause. He ran flow and syringe checks which were all okay. To verify analyzer performance a check test was run with all results within spec.

Event description:
User repeated he had one patient sample with multiple erroneous results. Sample type is plasma run from a sample cup. Initial bicarbonate gave 31; repeated three times giving 25 twice and 24 mmol per l. Initial calcium gave 7.5; repeated twice giving 6.6 and 6.7 mg per dl. Initial total protein gave 7.1; repeated twice giving 5.8 and 5.9 g per dl. Initial albumin gave 4.1; repeated twice giving 3.5 and 3.6 g per dl. User said #repeats were performed due to the results having delta check flag from their lis, meaning they differ from previously recorded results significantly#. Erroneous results were not reported out. Patient not adversely affected. The field service representative was unable to determine a cause. He ran flow and syringe checks which were all okay. To verify analyzer performance a check test was run with all results within specification.

Manufacturer narrative:
The investigation could not identify a root cause as neither the actual patient sample nor further sample specific data for the discrepant results was provided by the customer. Qc results around the date of the event were acceptable and did not indicate a reagent or application issue. Data provided described similar issues on occassion of 2 qc events. There is some evidence of a hardware issue. Additional information was not provided for further investigation.